Manufacturer narrative:
(B)(4). The device was tested on the bench and no anomaly was found.

Event description:
It was reported that the patient was presented with severe sinus node dysfunction. Pacemaker syndrome was revealed. The device was explanted and replaced. Adverse event not appear to be device related. The patient is stable.